Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spectra penile prosthesis was replaced with an inflatable penile prosthesis due to distal erosion. There were no further patient complications reported as a result of this event.